Manufacturer narrative:
Additional information received and reported.

Event description:
Additional information received reported: the site forgot to charge system while it was not in use overnight. Since the site charged the system, it has been functioning normally.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.

Event description:
Medtronic received information regarding an imaging device outside of a procedure. It was reported that the mobile view station (mvs) does not boot up. There was no patient present.